Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that noise resulting in oversensing was observed on this pacemaker and right ventricular (rv) channel. The rv sensitivity was raised to the maximum and the noise was still oversensed. The physician also reported that the lead had previously triggered a lead safety switch alert, for out of range pace impedances. The field representative has not seen this observation. This patient has a slow underlying rate in the 30's and is not pacemaker dependent, thus a surgical intervention was performed. During the lead replacement procedure, fluoroscopy could not confirm a lead dislodgement or a fracture. Additionally, when the lead was hooked up to a pacing system analyzer, only the noise was replicated. The physician was not able to get lead access, thus the lead remains implanted. The pacemaker was then reprogrammed to avoid any additional clinical observations. No further information is known at this time. No additional adverse patient effects were reported.

Event description:
Additional information indicated that pacing inhibition was observed. An x-ray was performed, which did not show any indication of fracture. The right ventricular (rv) lead was revised. During surgery, the header was checked and looked good. When the lead was connected to the pacing system analyzer (psa) after being disconnected to the pacemaker, pacing impedances lower than 200 ohms and noise were observed. The right ventricular (rv) lead was ultimately abandoned surgically and replaced. No adverse patient effects were reported.